Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a ventricular episode in which appeared to be atrially driven. The patients rate increased and as a result received inappropriate anti-tachycardia pacing (atp) and shock therapy. The device continued redetecting and delivery shocks until therapy was exhausted. The field representative will discuss with colleague and the physician. At this time, the device remains in service. No additional adverse patient effects were reported.